Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable and damaged monitor case) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable). As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board. The cause of the service code 204 is the damaged receptacle. The root cause of the damaged receptacle is excessive force placed at the receptacle. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt/monitor unusable) has been confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor or electrode belt. Monitor sn (B)(4)- 10/31/2018. Belt sn (B)(4)- 6/22/2015.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was receiving service code 204 (belt/monitor unusable).